Event description:
Internal high pressure gas supply line disconnected from brass hose barb causing unit to quit cycling. Malfunction occurred during established installation pre-inspection required in user's manual. Device was not in clinical service at the time of malfunction.